Event description:
It was reported that the insulin pump had physical damage. Customer stated the battery compartment rim was missing and damaged. Customer's blood glucose was unknown. Customer's current blood glucose was 231 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with broken battery tube threads. Insulin pump received with cracked reservoir tube lip and case at display window corners. Insulin pump received with minor scratches on lcd window. Insulin pump received missing end cap sticker. Insulin pump received with corroded battery tube.